Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming pulse testing. Belt sn (B)(4) failed incoming pulse testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming pulse testing. One 150j pulse was delivered during a 5-pulse sequence. Upon evaluation, the esd 700 component was internally shorted. The cause of the pulse test failure and shorted esd 700 component cannot be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.